Event description:
It was reported that a cartridge alarm issue occurred, with the blood glucose level displaying "high", though the specific value was unknown. There was no adverse impact to the customer¿s blood glucose level. The customer addressed the high blood glucose by administering a correction bolus via the pump and a correction injection by manual delivery. They successfully reloaded the existing cartridge and resumed insulin delivery, with no assistance from a third party required, and no further action was needed by technical support.